Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that could not extract air from tip of the dignishield stool management system.

Manufacturer narrative:
The reported event was inconclusive. Two photos of the dignishield (sms002 - ngjy0638) packaging were received. One photo with a note stating that the dignishield cannot retract air from the tip; however, the reported event is inconclusive as it is unable to be confirmed based on these photos. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they could not extract air from tip of the dignishield stool management system.